Manufacturer narrative:
Pump was monitored for 24 hours. No constant tone alarms or blank display noted. All operating currents tested within spec range. Pump passed prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Moisture damage noted on motor assy. Cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. (B)(4).

Event description:
Customer reported a high pitch tone coming from his insulin pump. The customer also reported the insulin pump had shut itself off. The customer stated he has exposed his insulin pump to an airport scanner numerous times. The customer's blood glucose was 210 mg/dl. No additional information provided.